Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
On an unknown date, a (B)(6) year-old male patient required the placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter to assist in the treatment of pleural effusions. On (B)(6) 2019 it was reported that the catheter's "shirt is released" and caused leaking. The device was removed and another similar device was placed successfully to complete the procedure. No other adverse events were reported.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 13feb2020 indicates the catheter was placed in the chest for pleural fluid drainage on (B)(6) 2019. It was noticed the catheter was "fractured between the anchorage system and the catheter exposing the proximal part to ambient air". Due to this, the patient developed a 40% right pneumothorax. The catheter was replaced with another similar device to treat the pneumothorax and continue pleural drainage. No other adverse effects were reported for this incident.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation/evaluation: it was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter started leaking four days after placement. The device separated one day later. Cook became aware of this event upon being notified by bemel logistics / advanced. The patient reportedly developed a 40% right pneumothorax as a result of this incident. The device was removed, and another unspecified device was placed to continue patient treatment. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned for investigation. Therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The instructions for use (IFU) supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot and related subassembly lots revealed no related nonconformances. A review of complaint software found no other complaints on the reported lot at the time of investigation. Since there are no related nonconformances or other complaints from this lot, there is no evidence that nonconforming product exists in house or in the field. Based on the information provided, no returned product, and the results of the investigation, it was concluded that a component failure unrelated to design and manufacturing deficiencies contributed to the failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.